Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, near the end of the procedure, the doctor noticed the tissue pad had detached from the clamp arm. It isn't known if the tissue pad fell into the patient or not. The customer wasn't able to find the tissue pad. The procedure was completed using the same device. There were no patient consequences reported.